Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited low pacing impedances on an attempted right ventricular (rv) lead. The observation occurred during the implant procedure. The rv lead was removed and replaced and the ICD remains in service. No adverse patient effects were reported.